Manufacturer narrative:
(B)(4).

Event description:
It was reported that high hv lead impedance was observed during a follow up. No intervention was done. Patient condition was good and monitoring will continue.